Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4) : the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the patient received inappropriate shocks. It was also reported that during the lead replacement procedure, it was not possible to screw the new lead into the connector block. The lead was not explanted but was replaced and the device was removed and replaced. No further patient complications have been reported as a result of this event.